Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure was performed to treat a lesion with heavy calcification and moderate tortuosity in the right coronary artery (rca). The 3.25 x 28 mm xience sierra stent delivery system (sds) was advanced but there was resistance due to the heavy calcification; therefore, it was decided to remove the sds. When the sds was being removed there was also resistance and it was noted that the proximal stents were flared. A new sds was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.